Event description:
Pt reports that they almost "passed away" after both defective pumps have been working improperly. It is unk if the md is aware. Pt reports that both pumps (serial numbers: (B)(6); exp dates not provided) will stop infusing in a couple of hours with "no disposable alarm". Pt states they used 2 different cassettes for each of the pumps that resulted in the same alarm. Pt reports that these cassettes worked fine with their old pumps that are due for maintenance. Pharmacy will dispense 2 new pumps to replace the malfunctioning pumps. Product lot number and exp date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? Yes, are the actual devices available for investigation? Yes, did we replace the device? Yes, did the pt have a backup device they were able to switch to? Yes, no add'l info, details, or dates available. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Pump return tracking info is not available. Photographs were not provided. Reported to (B)(6) by pt/caregiver. Ref report: mw5162208.